Manufacturer narrative:
This report is submitted on 1 april 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to a need to undergo a medical procedure near implant site. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It has now been reported that there was an extrusion (unknown what extruded and where the extrusion was located) and an infection (unknown if the infection was device related). This report is submitted on may 5, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 26, 2020.